Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed an acute rise in shock impedance to >200 ohms. The patient was seen for device testing where defibrillation threshold (dft) testing was performed. A 21 joule shock was delivered with a result of 67 ohms. The system remains in service and will continue to be monitored. There were no additional adverse patient effects reported.